Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of product. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00531, 00532, 00533.

Manufacturer narrative:
Additional information received on (B)(6) 2018: updated dob and explant information.

Event description:
Allegedly patient was walking when he heard a snap. Component fractured. All implants removed. Cup replaced with depuy pinnacle, stem replaced with stryker restoration. Active patient.